Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the b30 error could not be identified, nor could the phenomenon be confirmed/reproduced. However, it¿s likely the cause is related to moisture invasion inside the video connector. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device has been returned to olympus for evaluation. During evaluation, it was observed, the reported issue regarding the b30 error was not confirmed, and the issue regarding the paddle connection sticking was confirmed. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported to olympus technical assistance center (tac), during preparation for a diagnostic endoscopy procedure, the video system center exhibited scope communication error b30, and it was noted that the paddle connection sticks. Subsequently, the intended procedure was completed with a similar device. There was no harm or user injury reported due to the event.